Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization. The customer's blood glucose level ranged from 272 to 302 mg/dl; was treated with fluids. The customer experienced symptoms of dehydration, diarrhea, and she passed out. The customer was wearing the device at the time of admission. The cause was due to her blood pressure medicine dosage being too high. The customer performed partial troubleshooting and did not find any problems with the insulin pump; customer could not complete troubleshooting due to not being able to change her infusion set. Customer was advised to monitor the issue and call back if problems persisted. The insulin pump was not replaced or returned.